Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) was unable to replicate the issue. Upon inspection, the drawer opened and closed smoothly without any resistance. Additionally, the unit successfully passed the hardware diagnostic test, indicating that all components were functioning as expected. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.